Event description:
Review of the manufacturer's programming history showed programming history from (B)(6) 2014 (date of implant) through (B)(6) 2015. The data confirmed the report that on (B)(6) 2015, the patient's vns device was checked via 3 interrogations 1 system diagnostics, and 1 normal diagnostics that all showed between 41.071-41.073% battery capacity used and 2.890-2.892v battery voltage remaining, indeed resulting in a display of ifi=no and 75% battery left per pictogram. No additional relevant information has been obtained to date.

Event description:
Patient underwent prophylactic generator replacement on (B)(6) 2016. The explanted generator has not been received to date.

Event description:
The explanted generator was received on 11/08/2016. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator due to the pulse generator remaining ¿on¿ post explant. The impedance also increased post explant (diagvinitialprechange¿ - 2214 ohms, ¿diagvinitialpostchange¿ - 20048 ohms). The combination of a high impedance value and output current setting (2.00ma post explant) required a ¿vboost¿ compliance voltage that exceed the maximum compliance voltage capability for the device (>10.5 v). The ¿vboost¿ compliance voltage condition is not considered a device failure, but an expected event due to the pulse generator remaining ¿on¿ post explant. A reset of the pulsedisabled bit in the pulse generator¿s memory was performed to allow for an output to once again be provided by the generator for subsequent testing. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications with the exception of the expected low battery voltage. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.264 volts, verifying a neos condition. The postburn electrical test results showed that the pcba performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 105.268% of the battery had been consumed. The electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the near-end-of-service (neos) condition is an expected event. Other than the noted events (pulsedisabled ¿vboost¿), there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional programming history data was received for this patient. Generator voltage on (B)(6) 2014 (date of implant) was 3.296v-3.362v, thus indicating it was at normal voltage. Generator voltage on (B)(6) 2015 was 2.754v-2.763v, thus confirming the reported ifi=yes. On (B)(6) 2015, battery voltage was 2.89v-2.892v, showing ifi=no. Thus, voltage appears to have increased about 0.13v in the one week span between (B)(6) 2015.no additional relevant information has been obtained to date.

Event description:
It was reported that the patient was referred for generator replacement due to ifi=yes battery status indicator. The patient was recently replaced with a new generator on (B)(6) 2014. Additional information was received that and ifi=yes message was confirmed on (B)(6) 2015 and the patient's neurologist saw rapid battery depletion the previous month. However, the battery pictogram showed 3/4 full and ifi=no when the battery was checked on (B)(6) 2015. Good faith attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.